Event description:
Pt contacted dexcom on (B)(6) 2010 to report that he had experienced a possible broken sensor wire, but that he was able to remove the wire from under his skin. The sensor was returned to dexcom on (B)(6) 2010. Laboratory investigation revealed that the returned sensor was completely intact and there was no retained distal end. Pt's initial complaint reported no difficulty with the insertion process. Pt received readings without issue until he received an early sensor shutoff ("ess") notification on day three of his session. Pt reported that upon removing the sensor base, the sensor wire remained sticking out of his skin. Pt stated that he removed the sensor after first removing the transmitter. Pt was advised that during future use, he should leave the transmitter snapped into the sensor base until the base has been removed from his abdomen. Dexcom technical support made a follow-up call to pt on (B)(6) 2010 to inform him that no sensor break had occurred. Pt reported that the injection site was healing fine and that he was not at all concerned.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.